Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product evaluation results stated that the product returned is the nitinol pusher with over molded handle. Part returned has a broken tip but cannot determine where fracture occurred. After review of assembly criteria it can be assumed that the fracture occurred outside of biomet control. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The broken piece, implant and suture were not returned; without the other pieces the root cause cannot be determined. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the juggerknot anchor was fractured upon opening the package. It did not have patient contact and another juggerknot was used to complete the labral repair procedure. There was no delay in the procedure.